Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was alleged, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. No further intervention was performed and the patient will be monitored.